Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements were intermittently out-of-range of over 200 ohms. Technical services reviewed the case and indicated that these measurements could be a result of an issue with the shock vector configuration. It was recommended to perform a defibrillation threshold test if the shock vector is reprogrammed. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.